Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010, due to alleged pain, anatalgic gait, deficient lower extremity strength, start-up discomfort in the groin, burning and aching, stiffness, and limited range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to acetabular cup loosening and lysis. The operative notes confirm that the acetabular cup, taper adapter and modular head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. " and number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01209 / 01212).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivty reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Additional reports were submitted on medwatch numbers 1825034-2012-01210 /01212.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010, due to alleged pain, antalgic gait, deficient lower extremity strength, start-up discomfort in the groin, burning and aching, stiffness, and limited range of motion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.